Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16aug2019. The manufacturer's field service engineer confirmed the reported nav-ring issue. The manufacturer¿s field service engineer (fse) delivered part to customer. The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer requests part order for replacement touch wheel. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.